Manufacturer narrative:
(B)(4). Batch # r5744j. Device evaluation summary: the analysis results found that one ec60 device was returned with the firing mechanism damaged and with no cartridge reload present. No functional test was performed due the condition of the device. The device was disassembled to verify the condition of the internal components and the pin pawl was noted to be not properly flared, causing the firing mechanism not to properly operate. The potential cause was undetermined. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported: could not fire. During the endoscopic lobectomy, could not fire on the 1st stroke, the firing trigger was loose. Another device was used to complete the surgery. There were no adverse consequences to the patient.